Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Verified door closed but system not recognizing door as being closed. Upon inspection, it was noted that the upper door dingus was not releasing properly and the door switch not being actuated appropriately. Adjusted door switch. Performed a rehome of system. Issue appears resolved. Performed multiple door open and closes with no incident. Performed system checkout. Unit operating as expected. No parts were replaced.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system door would not fully close. It was reported that when the user was attempting to take the final confirmation spin for the procedure, the door would not register as closed. The system was rebooted, which did not resolve the issue. The door switch release was then checked, also without resolution. The use of the imaging system was discontinued at this point and the case was completed successfully with the use of a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was not impacted.